Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test on (B)(6) 2013 with reesult: bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight fluctuation ("weight gain/loss"), abdominal pain lower ("abdominal pain lower"), arthralgia ("hip pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes describe: hormone fluctuations") and weight decreased ("weight loss"). The patient was treated with surgery (ablation/hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, vaginal haemorrhage and weight decreased outcome was unknown and the dysmenorrhoea, hormone level abnormal, weight fluctuation, abdominal pain lower, arthralgia and fatigue had resolved. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new events vaginal bleeding, hormonal changes describe: hormone fluctuations, fatigue, weight gain/ loss, lower abdomen pain and hip pain was added. Event outcome of pain, dysmenorrhea, fatigue,hormonal changes and weight fluctuation was updated as recovered resolved. Lab data was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test on (B)(6)2013 with result: bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)."). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping. New event menorrhagia (heavy menstrual bleeding) was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.